Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred during the load sequence. During troubleshooting with tandem technical support, an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not fitting properly on the pump. Customer removed the o-ring and successfully loaded the cartridge. Blood glucose was 233 mg/dl.